Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +19.0d) was explanted due to blurry vision after completion of 1 light treatment. An intraocular lens from a different manufacturer was implanted as a replacement. Rxsight's first awareness of this event was on 06/26/2024.

Manufacturer narrative:
The lal was returned for evaluation, however, it was cut into fragments during explantation and is unable to be adequately evaluated due to the condition of the lens. Manufacturer reference: (B)(4).